Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test and rf pic failed selftest alarm noted. Device was programmed with test glucose meter. Device communicated properly and recorded the 132 mg/dl value properly from glucose meter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple error alarm. The customer¿s blood glucose level was 8.2 mmol/l. The customer states the pump was vibrating and received no delivery alarm, bad battery as well as rf pic failed self-test. Troubleshooting was performed and also performed self-test and it did not pass. The customer states reservoir did not lock in place. The insulin pump will not be returned for analysis.